Event description:
It was reported with use of bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg there were erythrocytes in the gel of one tube. No patient impact was reported. The following information was provided by the initial reporter: "erythrocytes in gel.".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported with use of bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg there were erythrocytes in the gel of one tube. No patient impact was reported. The following information was provided by the initial reporter: "erythrocytes in gel.".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation (blood in gel). Bd was not able to identify a root cause for the indicated failure mode.